Event description:
It is reported that the tm humeral cut guide was being used during a tm humeral shoulder replacement. Cut guide was fixed to the humerus with two threaded holding pins. After the head was removed, pins were attempted to be removed. Only one was able to be removed; the other was apparently stuck in one of the holes. Cut guide was able to be removed with pin still in the hole and particularly in the bone.

Manufacturer narrative:
Evaluation summary: the threaded pin or the hole in the cutting guide may have had a bur which became lodged between the two components, causing the condition noted. The device has a potential field age of approximately one year. The exact cause cannot be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.